Event description:
It was reported that the pt underwent a sling procedure in 2004. Twelve days later, urine leakage from an abdominal incision was noted. It was revealed that a bladder perforation had occurred during the sling procedure. The pt was catheterized. One month later, the catheter was removed from the pt, urine leakage was still noted. Surgeon is investigating other treatment.